Manufacturer narrative:
The insulin pump alarmed a64 during self test and lost sensor alarm during testing, the problem isolated to the radio frequency board. No blank display or display anomaly noted and all operating currents were normal. The insulin pump has minor scratched display window.

Event description:
Customer reports to have problems with sensor and insulin pump. Customer's blood glucose was 247 mg/dl. During troubleshooting, it was found that customer received a rf failed test alarm. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).